Manufacturer narrative:
Integra has completed their internal investigation on 19 apr 2016. The investigation included: methods: evaluation of actual device, review of complaint history. Results: evaluation of device: the customer reported lot 305000267676 , but the returned catheter serial number (B)(4) belonged to lot 305000297645, mfg date 11-feb-2014, expiration date: 31-jan-2017. A review of lot 305000297645 indicates that catheter met requirements before released to finished goods. Conclusion: the catheter was returned without its components. Foreign object matter, which appears to be dried blood, was present on the catheter. A suture, white, was tied on the catheter at 10th mark teflon tubing. Excessive bends were found at 5th, 7th and 10th marked teflon tubing, and reference fibers were found to have been damaged at approximately 4.6cm from the catheter distal end. The returned catheter had damaged reference fibers adjacent to one of the bent locations. Based on the condition of the catheter and the description of the incident, it appears the catheter was damaged during use by the end user.

Event description:
It was reported that a 1104g subdural post craniotomy icp monitoring catheter was implanted into a male patient after adjusting the catheter to zero. The patient had undergone an outside decompression procedure. The catheter had been secured with the patient's skin. The patient was then moved to ICU after the surgery and the catheter was re-connected to the cam01. However, the display did not show any icp reading. The wave form was working but no pressure was shown. There was no injury or adverse consequence to the patient as a result of the event and the patient's outcome was unchanged. A replacement catheter was available. Additional information has been requested and is pending.

Manufacturer narrative:
Additional information received from the customer on 23 mar 2016. The customer confirmed the correct year the catheter was implanted as (B)(6) 2016; this is also the same date the catheter was explanted. A subdural hematoma was the underlying condition for the catheter placement. Both the catheter and the cable were secured at the patients skin only. When the cam01 monitor showed a waveform but not pressure display, the customer stated that the monitor was switched off/on and then the catheter was reconnected, but the problem still existed.